Event description:
On 08-jun-2009, maquet cardiovascular received a product experience report forwarded by intn'l affiliate stating, "while clipping and sealing the branches, the jaws became entangled inside branches. Wires became exposed and subsequently would not seal. No pt effect reported by the hospital." On 17-jun-2009, maquet cardiovascular was notified of new information received by intn'l affiliate on 15-jun-2009 that: "the hospital has kept the faulty product. It was near the end of the procedure, which was successfully completed by making a small incision to cut last branch. Surgeon was an experienced vv6 and hemopro user".

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.